Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant the patient experienced palpitations. It was also reported that the right ventricular (rv) lead exhibited high thresholds and was confirmed to have dislodged by chest x-ray. It was also reported that during subsequent rv lead revision procedure, the right atrial (ra) lead became dislodged. Both the ra and rv leads were repositioned and remains in use , no further patient complications have been reported as a result of this event.